Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer chose to de-install the system and chose not to complete any further repairs at this time. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.